Manufacturer narrative:
Correction: d6b. Product event summary: the full lead was returned and analyzed. The helix of the left heart lead was extrinsically bent. Low voltage conductor 3 was extrinsically distorted due to flattening. The proximal conductor of the lead became extrinsically distorted due to flattening. The distal conductor was flattened. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix bent upon receipt. The competitor guidewire was not returned. A 0.014 guidewire was inserted into the lumen of the lead and came to an obstruction at 74.5 cm. The lv1, lv2, and lv # conductors were flattened at 74.5 cm, extrinsic damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, after removing the lead from the body that the helix was misshapen. It was also noted that the physician was unable to pass the competitor wire through the tip of the lead on the back table. A different lead was successfully implanted. No patient complications have been reported as a result of this event.